Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no: 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding, dysfunctional uterine bleeding, polycystic kidney, hemorrhagic cyst and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 2 months after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines") and headache ("headaches,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy,excision of bilateral proximal fallopian tubes, vaginal cuff closure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the menorrhagia, menstrual disorder, weight increased, female sexual dysfunction, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: results: essure device was "successfully" occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received outcome of event " pelvic pain was updated as recovering and vaginal bleeding was updated as recovered. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding, dysfunctional uterine bleeding, polycystic kidney, hemorrhagic cyst and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), weight increased ("weight gain / loss specify which one: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches,") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy,excision of bilateral proximal fallopian tubes, vaginal cuff closure) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, weight increased, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was succesfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding, dysfunctional uterine bleeding, polycystic kidney, hemorrhagic cyst and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 2 months 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy,excision of bilateral proximal fallopian tubes, vaginal cuff closure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the menstrual disorder, weight increased, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was succesfully occluded. Lot number: 626582 manufacturing date: 2008-02 expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding, dysfunctional uterine bleeding, polycystic kidney, hemorrhagic cyst and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 2 months 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy,excision of bilateral proximal fallopian tubes, vaginal cuff closure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the menstrual disorder, weight increased, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was succesfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events - bladder disorder, urinary problems, uti, bladder infection, vaginal discharge and vaginal infection were added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, uterine bleeding, dysfunctional uterine bleeding, polycystic kidney, hemorrhagic cyst and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issue"), weight increased ("weight gain / loss specify which one: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), migraine ("migraines"), headache ("headaches,") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy,excision of bilateral proximal fallopian tubes, vaginal cuff closure) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, weight increased, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was succesfully occluded . Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, weight increased, reporter, patient demographic information, product lot number, concomitant disease added. Incident:at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding, dysfunctional uterine bleeding, polycystic kidney, hemorrhagic cyst and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 2 months 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy,excision of bilateral proximal fallopian tubes, vaginal cuff closure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the menorrhagia, menstrual disorder, weight increased, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was succesfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received : new event, " dyspareunia (painful sexual intercourse) " was added. Onset date of event was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure thermoablation". The patient's medical history included left lower quadrant pain, ovarian cyst, chronic cervicitis, lower abdominal pain, drug allergy, gerd, hypertension, cholecystectomy, diverticulitis, urinary tract infection, paratubal cyst, rectal bleeding, abdominal hernia, umbilical hernia, calculus of kidney, nausea, anemia, varicella, emesis, hot flashes, night sweats and vaginal dryness. Previously administered products included for an unreported indication: amlodipine, docusate, omeprazole, dmpa, protonix, norvasc and oxycodone. Concurrent conditions included obesity, uterine bleeding, dysfunctional uterine bleeding, polycystic kidney, hemorrhagic cyst and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 2 months 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy,excision of bilateral proximal fallopian tubes, vaginal cuff closure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the menstrual disorder, weight increased, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: incomplete occlusion seen of the left fallopian tube. Bicornuate uterus. Evidence exterior ablation; on (B)(6) 2008: results: essure device was succesfully occluded. Lot number: 626582, manufacturing date: 2008-02, expiration date: 2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received: event novasure thermoablation performed on the same day of essure insertion added. Reporter, medical history and historical drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding, dysfunctional uterine bleeding, polycystic kidney, hemorrhagic cyst and menometrorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"), 2 months 1 day after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy,excision of bilateral proximal fallopian tubes, vaginal cuff closure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved and the menstrual disorder, weight increased, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: essure device was succesfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events - bladder disorder, urinary problems, uti, bladder infection, vaginal discharge and vaginal infection were added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issue"). The patient was treated with surgery (a partial hysterectomy due to complication from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Company causality comment. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.